Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the device revealed that the implantable cardioverter defibrillator had been oversensing post-paced t-waves. It appears that the device was reprogrammed to address the oversensing. There were no reported patient symptoms or consequences.